Event description:
It was reported that this pacemaker system recorded several ventricular tachycardia (vt) episodes. The patient had recently been discharged from the hospital and sent a remote transmission. The caller expressed concern about pacing observed during the vt episodes. Technical services (ts) reviewed episodes and confirmed that they appeared consistent with vt. The pacing noted during the episodes was attributed to undersensing, as the device is programmed to fixed sensitivity with the right ventricular (rv) lead sensitivity set at 2.5 mv. Ts explained that this behavior is expected under these settings. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker system recorded several ventricular tachycardia (vt) episodes. The patient had recently been discharged from the hospital and sent a remote transmission. The caller expressed concern about pacing observed during the vt episodes. Technical services (ts) reviewed episodes and confirmed that they appeared consistent with vt. The pacing noted during the episodes was attributed to undersensing, as the device is programmed to fixed sensitivity with the right ventricular (rv) lead sensitivity set at 2.5 mv. Ts explained that this behavior is expected under these settings. No adverse patient effects were reported. The device remains in service. This device was explanted due to therapy upgrade. No additional adverse patient effects were reported.